Event description:
It was reported that during a incoming inspection at an affiliates warehouse, the generator did not pass the electrical test. The generator was never sent to a hospital and therefore no patient was impacted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the repair has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: product received with minor cosmetic issues. Per service manual operational and diagnostic analysis does not confirm electrical safety issues.